Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4739, 2199, 4604, 4582, 10, 3331, 213, 67). Component code: 4739 - gas exchanger. Health effect - impact code #1: 2199 - no health consequences or impact. Health effect - impact code #2: 4604 - delay to treatment/ therapy. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The affected sample was visually inspected upon receipt with no break or no other obvious anomaly that could lead to the decrease in the gas transfer performance. After having been rinsed and dried, it was then tested for its gas transfer performance in accordance with the factory's inspection protocol. No anomalies were revealed with the obtained values meeting factory specifications. During the test, the arterial blood color was found brighter that the venous blood color. A definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed to deliver o2 30 minutes in to the case. No consequences or impact to patient. There was a minimal delay for 5 minutes or so while changing out the oxygenator. Product was changed out. Procedure was completed successfully.